Event description:
It has been reported to the company that the occlusion balloon would not deflate as required. Preparation of the device went fine. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician then inserted a guidant rapid exchange stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel three times. The physician removed the aspiration catheter and loaded the wire into the microseal adapter and attempted to deflate the occlusion balloon and it would not deflate. The physician opened the microseal adapter and the wire was kinked. The physician then cut the wire per the IFU instructions to cause deflation of the balloon. The patient is reported to be fine. The physician removed the device and continued with a second device.